Event description:
It was reported that the rv (right ventricular) lead was explanted, due to multiple inappropriate shocks, oversensing, and high lead impedance of greater than 3000 ohms. No further patient complications were reported as a result of this event, and the patient status was listed as fine following lead revision.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; full lead returned for analysis.